Event description:
Ceramic tip broke off inside pt. Note: tip was retrieved. No additional adverse effect to patient reported.

Event description:
Ceramic tip broke off inside pt. Note: tip was retrieved. No additional adverse effect to patient reported.